Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2016; 407652 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the epicardial posterior lateral left ventricular lead had high thresholds and was reprogrammed. The epicardial posterior left ventricular lead had no capture and was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.